Manufacturer narrative:
Internal components were evaluated which revealed that the handswitch had shifted back.

Event description:
It was reported that during testing, the device would operate in safe mode. There was no pt involvement and no adverse consequences alleged with this event.